Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during multiple fill process's. Customer's blood glucose level ranged between 95-200 mg/dl. A syringe needle change and cartridge change were performed, resolving the issue.